Event description:
The customer reported a chipped echo section during a fine needle aspiration involving an olympus ultrasound gastrovideoscope. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.